Event description:
It was reported that a (B)(6) female patient, underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® uni-directional navigation catheter and after the sheath was withdrawn, patient suffered a cardiac tamponade which was confirmed with an ultrasound and required pericardiocentesis. The patient was transferred to intensive care unit for observation at a different facility. No further information is known regarding the patient status. It was noted that this patient had an ablation procedure back on 2010. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: temperature control mode, power settings at 20 watts in the posterior wall and 30 watts in other sites, irrigation flow of 2 ml while mapping, 17 ml at 30 watts and 30 ml above 30 watts. Also, patient received anticoagulation with and activated clotting time between 250 and 300 seconds. An agilis steerable sheath was used in the procedure.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17079106m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).